Event description:
It was reported that the patient had a fall and had their implantable neurostimulator (ins) replaced around (B)(6) 2011. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID, 3889-28 lot# j0555410v, implanted: 2005 (B)(6), product type lead product ID, 3095-10 lot# serial# (B)(4), implanted: 2005 (B)(6), product type extension product ID, 3031a lot# serial# (B)(4), implanted: 2005 (B)(6), product type programmer, patient. (B)(4).